Event description:
It was reported that surgeon performed revision of patient's hip (side unknown to rep) due to metallosis and implant failure.

Manufacturer narrative:
An event regarding crack/fracture and metallosis involving an unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were returned for evaluation by a clinical consultant. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
Reported event: an event regarding fretting and disassociation involving a lfit v40 cocr head that was mated with accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: no clinical or pmh, no date of primary surgery, no operative reports or listing of implanted components, no imaging studies or laboratory studies, no examination of explanted components, based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that surgeon performed revision of patient's hip (side unknown to rep) due to metallosis and implant failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed revision of patient's hip (side unknown to rep) due to metallosis and implant failure.